Event description:
It was reported that during a system upgrade procedure the right ventricular (rv) port did not have adequate depth for the terminal pin placement resulting in out of range high voltage impedance measurements. The rv lead was removed and re-inserted approximately eight times with mineral oil used at one point to assist in insertion. The blue dot was seen; however, serial impedance measurements remained high. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).